Event description:
Device 2 of 4. Reference MFR report# 1627487-2013-05075, 05076, 05078. It was reported the pt's ipg is depleted. The pt has not recharged the ipg as recommended. It was also reported the charger and programmer can no longer communicate with the ipg. The pt also stated the scs system was non-beneficial. The pt plans to have the scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.